Event description:
It was reported that right atrial (ra) lead had dislodged, and was verified via x-ray imaging. Atrial loss of capture occurred as a result. The patient presented for a lead revision procedure. During the procedure, failure to extend the helix was noted on the lead. The ra lead was ultimately explanted and replaced. The patient was stable.

Manufacturer narrative:
The reported event of a helix mechanism issue on the right atrial lead was confirmed. The device was returned in one-piece for analysis. X-ray examination found the inner coil was over torqued at the connector region consistent with procedural damage. After cutting the lead, cleaning the distal portion and applying the torque directly to the inner coil, the helix could be extended and retracted. The full helix extension length was measured to be within specification. The cause of the reported event of helix mechanism issue was isolated to blood/tissue in the helix region and over torqued of the inner coil. The reported events of lead dislodgement, and failure to capture on the right atrial lead were not confirmed. Electrical testing did not find any indication of conductor fractures however an internal short was noted between conductor paths due to over torqued inner coil at the connector region consistent with procedural damage.